Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event could not be identified, although likely causes are the insufficient cleaning of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: before use, confirm that the instrument is not corroded, dented or discolored ; do not use it if any of these conditions are observed. If the instrument is damaged, part of it could fall off inside the patient, or it could become impossible to open or close. ¿ if the instrument does not operate properly during the procedure, or if it becomes difficult to open or close the grasping jaws, stop the procedure immediately and withdraw the instrument into the endoscope¿s channel. If this is not possible, carefully remove it together with the endoscope to avoid causing patient injury. ¿ reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Visual inspection of the device showed the arm of the grasping jaws (a part of the linkage mechanism at the distal end) was corroded and the distal end of the assembly had broken off and was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during the pre-use inspection, the tip of the grasping forceps was broken, making it impossible to grip. The intended procedure was completed using a similar device. The subject device was returned to an olympus service center for evaluation. During inspection, foreign material was observed, and found to be caused by improper reprocessing after use. No reports of patient or user harm were reported. This report is being submitted for the malfunction found during the device evaluation.